Event description:
The patient reported sound quality issues with her device. External equipment was exchanged. However, the reported problem was not resolved. A company representative met with the patient to perform device evaluation. Testing performed confirmed that the device functioning. Surgery to explant the patient's cii device has been scheduled.